Event description:
Caller tested 3.9 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred (B) (6).

Event description:
The customer reported to baxter (B)(4) of a leaking secondary medication set. The leak appears to be due to a hole in the tubing approximately 10 centimeters from the drip chamber. It is unknown if the condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.